Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product damage (kink) has been completed. The clinical review indicated an obese patient with difficult femoral access due to adipose tissue resulted in kinking due to multiple failed attempts to place the impella . The clinical review indicated the root cause was due to the patient anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, age unknown, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that a long sheath was attempted but kept kinking due to the patient being obese and the femoral access site being difficult due to adipose tissue. Reportedly the team then attempted placement using a short sheath and then again with a long sheath, however, it kinked in the same place multiple times and would not advance. This impella was removed and a new impella was successfully placed. There was no patient harm reported.